Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval was unable to confirm or reproduce an undetected upstream occlusion. The device was tested and found to perform within specification. Review of the device history log did not find any upstream occlusion alarms, however no malfunction could be identified. The upstream sensor was replaced as preventive maintenance.

Event description:
It was reported that during testing, a pump would not alarm for an upstream occlusion. It was also reported that there was no pt involvement.